Manufacturer narrative:
The user facility reported to have replaced the breath delivery (bd) printed circuit board (pcb) to resolve the issue. (B)(4).

Event description:
A report received from the (B)(6) stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable, while being used on a pt. The pt was removed from the device and placed on an alternate ventilator. There was no report of pt injury.